Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The doctor stated that the pressure regulating balloon was malpositioned leading to the patient symptoms. The aus system was removed and replaced. There were no further complications in relation to this event.